Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's touch screen was intermittently unresponsive in the bolus menu. There was no reported adverse impact to the customer. System check confirmed that the touch screen was functioning properly at the time of the customer's contact with tandem technical support. The customer continued to use the pump for insulin therapy.